Event description:
It was reported that prior to starting a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted technical support to report error 23025. The customer rebooted the system twice with no change and could not recover from the fault. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to perform a hard reboot, but the issue persisted. The tse recommended bringing in another surgeon side console (ssc). The procedure was aborted to another system with no known impact or patient consequence reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to duplicate error 23025. Fse replaced the master tool manipulator (mtm2). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Mtm2 was returned for failure analysis, and the reported issue was not confirmed or replicated. The was no data in system logs found to indicate that the fault had occurred in the field and no issues related to the reported event. The mtm was installed onto a surgeon side console fixture test platform (sftp) where all relevant testing was passed within specification. The mtm2 was inspected, and no fault was identified. The complaint was not confirmed based on the field evaluation or failure analysis. Failure analysis concluded that no root cause could be attributed to this issue; however, the cause of error 23025 could be related to an electrical component failure with the mtm.